Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately twenty-two (22) months post-implantation, the patient underwent revision surgery due collateral ligament insufficiency leading to instability. All components were replaced aside from the patellar implant. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: psn fem cr por ccr std sz 12 l: catalog#42502807401, lot#65932560; psn mc ve asf l 10mm 12/gh: catalog#42512101010, lot#66100779; all-poly patella cemented 38 mm diameter: catalog#42540200038, lot#66427370. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.